Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks across 2 episodes. The smart pass feature became disabled due to small amplitude r-waves. It was noted that postural testing was performed. The shock lead impedance was 30 ohms which was low within normal limits. Technical services (ts) analyzed device episode data and determined that the inappropriate shocks were due to oversensing of the t-wave and p-wave. It was noted that the r-wave amplitude returned to normal after the shocks. Chest x-rays and additional postural assessments were suggested. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks across 2 episodes. The smart pass feature became disabled due to small amplitude r-waves. It was noted that postural testing was performed. The shock lead impedance was 30 ohms which was low within normal limits. Technical services (ts) analyzed device episode data and determined that the inappropriate shocks were due to oversensing of the t-wave and p-wave. It was noted that the r-wave amplitude returned to normal after the shocks. Chest x-rays and additional postural assessments were suggested. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.